Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump do not respond. It was stated that the customer thought insulin was delivered but it was not since the act button did not respond and customer's blood glucose was high. Blood glucose reading is unknown. No significant events leading to the keypad issue. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.